Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed moisture corrosion on the printed circuit board and confirmed a load step malfunction. This report is made based on the results of an investigation completed on 07/23/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/23/2013 with the following findings: black box review shows several ¿loss of prime¿ due zero force warnings on the reported event date. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump was unable to detect the cartridge upon the first ¿load¿ attempt. ¿load step malfunction¿ was duplicated. Unable to adequately investigate reported ¿loss of prime¿. Pump¿s cover was removed and inspection shows moisture corrosion to the printed circuit board, the force sensor multiplexer, and the force sensor plate. Force sensor resistance measurement was found above specification.